Event description:
An optometrist reported a case of photophobia, observed in the patient's right eye two weeks post lasik. Patient complains of having to wear sunglasses to watch television due to light sensitivity. There are two medical device reports associated with this event. This report references the right eye. Upon follow up, the reporter indicated the patient has finished a taper schedule of the steroid drop and the photophobia is significantly improved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).